Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The patient had scratched the implant site and the product was exposed. The implantable pulse generator (ipg) system was removed and replaced by a leadless ipg. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.